Event description:
It was reported, the ipg was unable to be set to 'MRI mode'. A lead diagnosis was performed and revealed high impedances across one of the patient's leads. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed the right lead was fractured. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.